Event description:
Livanova deutschland received a report that a s5 roller pump 150 gave an error message ("internal pump error") during setup, before surgery. Turning it on and off by the customer did not improve the situation. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 roller pump 150. The incident occurred in koshigaya, japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Authorized technician inspected the pump but could not reproduce the problem. Customer did not provide any error code nor picture of the error message and log files could not be retrieved. As preventive measure the technician proposed to replace the motor control board and provided the quotation to the customer. Since no purchase order has been received yet, repair activity has not been completed. A device service history review has been performed and identified that the unit was manufactured in 2010 and no other similar event has been reported, neither concerning trend has been identified. Based on gathered information, the most likely root cause may be assigned to an intermittent electrical failure such as a false contact or bad connection on the motor control board which was definitively fixed by service technician throughout the equipment check. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.